Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting a backup alarm failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device had a backup alarm failure. The customer verified there is a code 1104 in the device history log. The field service engineer (fse) was dispatched on site and confirmed the reported problem. The fse replaced the central processing unit pcba (printed circuit board assembly) to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.